Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2016-18433. Premature battery depletion of the device was suspected. The device was explanted and replaced and the patient was stable. The investigation of the device showed that the battery depletion was normal and the merlin programmer overestimated the remaining longevity on the device.